Manufacturer narrative:
Updated sections: b7, d4 serial number and UDI number, g3, g6, h6 type of investigation.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and through investigation that a patient with a 27mm 7300tfx mitral valve was explanted after an implant duration of 4 years, 11 months due to heavy calcification with stenosis. The patient presented with shortness of breath and heart failure. The explanted valve was replaced with a non edwards mitral valve. The patient was in ICU post procedure.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, g3, g6, h6 type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device history record (DHR) was unable to be performed, as the device lot/serial number was not provided. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction, or curling, resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed tp the event.

Manufacturer narrative:
H3: customer reports of calcification, thickened leaflets, and stenosis were confirmed. X-ray demonstrated metal band was pushed outward around leaflet 2. X-ray also demonstrated heavy calcification on leaflets 2 and 3 and minimal calcification along the free margins of leaflet 1. Extrinsic calcific deposits also fused leaflets 2 and 3 near commissure 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect and 5mm on leaflet 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut around commissure 2 and a blue suture remained attached to the sewing ring around leaflet 3. A long black thread, approximately 30cm long, also remained attached to the sewing ring around leaflet 1. Updated sections: b5, d9, g3, g6, h2, h3, h6 device code(s), and type of investigation.

Event description:
It was reported and through investigation that a patient with a 27mm 7300tfx mitral valve was explanted after an implant duration of 4 years, 11 months due to heavy calcification with firm thickened leaflets, and stenosis. The patient presented with shortness of breath and heart failure. The explanted valve was replaced with a non edwards mitral valve. The patient was in ICU post procedure. Per pathology report, prosthetic valve leaflets are firm and thickened with a diffuse granular appearance with firm calcified areas.